Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Upon inspection of the returned sample, it was found there was no sponge in the minicap. A trend review was completed and this was the first case of this complaint received. A batch review was completed and revealed no any abnormality regarding this issue in the manufacturing process. Based on the information obtained during baxter's investigation, this incident was determined to be related to during the production process, (B)(4).

Event description:
A mini-cap was found without a betadine swab.